Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the facility had a power interruption. The power of the arterial monitor went off for a second or two, but did not affect the pump operation. The device was not changed out, as the power came back. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.